Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of 30.1mmol/l with nausea, exhaustion, drowsiness, and moderate ketones associated with an unspecified time/date issue. The patient reportedly discontinued insulin pump therapy and was treated in the emergency room with insulin via injection. The alleged time/date issue reportedly began on (B)(6) 2015. During troubleshooting, customer technical support (cts) walked the reporter through correcting the time and date settings. The pump was rebooted during troubleshooting and the time and date was correctly maintained. Additional information regarding the time and date issue could not be provided at the time of the initial call. Cts made multiple attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with an unspecified issue with the pump¿s time and date settings.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: a review of the black box did not indicate any time/date issues. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A time keeping accuracy test was performed and the pump was found to be keeping time accurately. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.